Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, and fold creases cloudy after autoclave disinfection process in the gel. Weight measurement of the device identified device weight was within specification. Creases/folding of implant condition that was indicated in the complaint was observed and considered non-related to the manufacturing process, since the device was received out of their primary packaging and was an explanted device. Based on the device analysis the final assessment was creases/folding of implant condition was observed, nevertheless was not related to the manufacturing process. Reason for reoperation: capsular contracture, baker grade iii, and delayed healing.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional additionally reported "any creases" and "trouble with healing." Device has been explanted.

Event description:
Healthcare professional additionally reported "any creases" and "trouble with healing." Device has been explanted.

Manufacturer narrative:
The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.